Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Event description:
On (B)(6) 2012, the lay user/patient's mother contacted lifescan (lfs) alleging the patient's onetouch ultralink meter was not keeping the date/time correctly. In addition, she claimed it was displaying an er2 message when attempting a blood glucose test. Per the onetouch ultralink user guide, this error message could be caused either by a used test strip or a problem with the meter. The (B)(4) spoke with the reporter on (B)(6) 2012 and obtained the following information. The reporter claimed the alleged issues began on (B)(6) 2012 at approximately 7:30pm. The patient was attempting to check his blood glucose in the evening as usual, but was not able to obtain a blood glucose reading due to getting the ER 2 message. The reporter also stated she noticed at this time that the past results had the incorrect date/times associated with them. The reporter informed the (B)(4) that the patient manages his diabetes with humalog insulin through pump therapy and did not make any changes to his usual diabetes management routine as a result of the alleged issues. She claimed that approximately 5 hours later during the night, the patient woke up feeling "tired, hungry and was wondering around as if sleep walking." She stated he drank orange juice and felt better and went back to sleep within 30 minutes. The next morning, she tested his blood glucose at 6:45am and obtained a blood glucose value of "60mg/dl" with his back up meter (unknown name). At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The battery was not recently removed and /or replaced. The correct testing procedure was followed and the patient was using the correct tests strips, however the issues remained unresolved after troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issues caused or contributed to an adverse event since the patient symptoms did not correlate with lfs's definition suggestive of a serious injury and he did not administer inappropriate self treatment. However, this complaint is being reported because the alleged product issues remained unresolved.